Manufacturer narrative:
The exact event onset date is unknown. The provided event date of october 15, 2025, was chosen as a best estimate based on the date the manufacturer was made aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. This event was reported through the legal process. The patient code e2401 captures the reportable event of unspecified injury. The impact code f12 captures the reportable of patient filed for a legal claim related to the unspecified injury related to the implanted mesh.

Event description:
It was reported that a boston scientific mesh device was implanted into the patient during a procedure. Following the procedure, and as reported by the patient's attorney, the patient has experienced an unspecified injury.